Manufacturer narrative:
There is no indication the human thyroid-stimulating hormone (access hypersensitive htsh and access fast htsh) reagent was returned for evaluation. Testing of a customer supplied neat sample confirmed the results for the patient were above the access fast htsh normal reference range of 0.34 - 5.60 uiu/ml. Further testing of the sample with animal derived blocker proteins decreased the samples signal causing a decrease in the access fast htsh result by approximately 76.8%, confirming the presence of a patient source interferent related to heterophilic interference. In conclusion, the cause of the elevated access hypersensitive htsh and access fast htsh results is due to a patient source interferent related to heterophile interference.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report elevated human thyroid-stimulating hormone (access hypersensitive htsh and access fast htsh) results for one patient in association with the unicel dxi 800 access immunoassay system serial numbers (B)(4). Samples (designated as samples one and two from the patient were analyzed using unicel dxi 800 access immunoassay system serial numbers (B)(4), and results above the laboratory's normal reference range were obtained. An additional sample (designated as sample three from the patient was tested using a roche analyzer and the customer stated the results were within the assay's normal reference range. Access fast htsh and access hypersensitive htsh are second and third generation tsh assays that utilize the same reagent and calibrator part numbers. The customer stated the elevated access fast htsh and access hypersensitive htsh results were reported from the laboratory. The customer stated the patient was administered synthroid in conjunction with the elevated access fast htsh and access hypersensitive htsh results. Qc recovery was within the laboratory's established ranges before and after the event. System checks were completed before the event and the results passed within published performance specifications. Samples were serum, collected in red top tubes and centrifuged for four (4) minutes at 3000 rpm at room temperature. No sample integrity issues were reported by the customer.